Event description:
Contact called stating that customer's meter is reporting high results. Their meter read 80 mg/dl compared to the paramedics result of 40 mg/dl. The paramedics administered a glucose injection. Customer refused testing on the meter, but agreed to return it for a replacement.